Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgery, the vessel sealer extend (vse) instrument reportedly did not sufficiently complete a seal to the pedicle causing bleeding. The instrument was inspected before use and no unusual findings were observed. The vse was used for sealing and cutting for about 30-45 minutes before the issue occurred. There were no errors alarms encountered. The vse jaws did not come into contact with any liquids, biological debris, clips, sutures, staples, or other metallic objects. The bleeding was controlled by cautery. The procedure was delayed for 15-30 minutes and it was completed robotically. There was no unusual or unexpected bleeding, the patient did not require blood transfusion, no extended hospital stay, and the patient is currently discharged home without complications.